Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found the reported event with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The clip test was done three times in different positions and passed each time. The instrument was fully functional. No product issue was identified. The complaint regarding tip opening and closing malfunction was not confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the issue with the clip applier occurred while the surgeon was attempting to clip a vessel or tissue bundle inside the body. During use, the surgeon reported that the instrument felt different from usual and was difficult to move. Although the jaws responded to commands and were able to move, the movement felt abnormal compared to normal operation. No information was provided regarding any unexpected movement, such as swaying of the jaws during clipping. The customer was unable to specify at which clip application during the procedure the issue occurred. The issue was resolved by replacing the instrument with a backup instrument.

Event description:
It was reported that during a da vinci assisted pancreatectomy distal surgical procedure, the tip of the large hem o lok clip applier instrument had an opening/closing malfunction. No fragment fell into the patient. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem o lok clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.